Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon used the device and green reloads with seam guard. The patient had a post op leak and the surgeon needed to bring the patient back into the or to fix the leak. The leak was noticed on the first fire across the stomach. A green cartridge was used with seam guard for this fire. One device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Were there any issues with the staple formation during the initial procedure or were any staple issues confirmed during the re-op? No issues with staple formation during initial fire. Blood oozing between staples noticed during re-op. Was a leak test performed during the initial operation? Yes. What other color cartridges were used throughout the procedure? All reloads were green. What is the patient¿s current status? No issues or complaints. Did the surgeon fire the device using one continuous firing? Yes. Are there any photos available? No. Did the customer have the black cartridge on the shelf? No.